Event description:
It was reported that during an unspecified treatment procedure, a coil broke. During use of a .035 interlocking detachable coil the device "broke upon retraction." No further information was provided.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).